Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed shock impedances have been chronically high. In-clinic lead integrity testing was recommended, and the local area representative reported back that these tests were performed. During all the tests the lead shock impedance was observed in real time and was stable around 157 ohms. Lead testing was otherwise unremarkable. Since the ICD will likely be replaced within two years for normal battery depletion, lead revision will be considered at that time. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.